Event description:
It was reported that decreased r-wave amplitude measurements and low right ventricular (rv) pacing impedance measurements of 500 ohms were observed. Additionally, review of stored device memory noted evidence of noise one month prior. It was noted that this cardiac resynchronization therapy defibrillator (crt-d) had a non-boston scientific right ventricular (rv) lead connected to the left ventricular port and a non-boston scientific left ventricular (lv) lead connected to the rv pace/ sense port. Technical services (ts) reviewed the noise and discussed it appeared to be real lead noise and discussed troubleshooting options. Noise was unable to be reproduced in clinic with patient isometrics and lead measurements were noted to be stable. Ts recommended continued monitoring or the option to obtain an x-ray. No adverse patient effects were reported. This device remains in service. Additional information was received detailing that the noise was oversensed leading to an inappropriate burst of anti-tachycardia pacing (atp). An inpatient evaluation was discussed. This device remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).